Event description:
Approx. 9 months post implantation, a distal type I endoleak was noted through CT-scan. The following day, a reintervention was performed to implant an additional two devices distally. The endoleak was successfully resolved. The pt is currently doing well.